Event description:
It was reported that the patient experienced a driveline power fault alarm. The alarm was cleared and had not returned. It was noted that at the time of the event, the patient was seated in their car and their driveline was "crimped" at a weird angle. The patient and family are being cognizant to avoid same scenario. The alarm was cleared on interrogation monitors and the alarm have not returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files that were provided by the account confirmed driveline power fault alarms; however, a specific cause could not conclusively be determined through this evaluation. The account submitted log files for review. The system controller event log files contain data from (B)(6) 2022 at 10:00:57 through 18:35:55. A driveline power fault was captured on (B)(6) 2022 at 17:07:25 relating to a power a broken fault (f5). No other unusual events were captured. The pump appeared to function as intended. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20sep2020. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 7, ¿alarms and troubleshooting¿, explains all alarms, including the driveline power fault alarm, and the actions associated to resolve the alarms. The driveline power fault alarm is an example of a non-transient alarm that requires specific user action to resolve the alarm condition and remains on the user interface screen until the alarm condition is resolved or permanently disabled, and therefore does not appear in alarm history. This IFU instructs users to ¿replace any equipment component that appears damaged or worn¿ in the ¿safety checklists¿ section. Also in this IFU, section 2 ¿system operations¿ and section 6 ¿patient care and management¿ explain that ¿damage to the electrical conductors within the driveline may or may not be preceded by visible damage to the outer layer of the driveline.¿ signs of driveline damage can include a driveline power fault or driveline communication fault on the system controller. The heartmate 3 patient handbook also contains a section on ¿alarms and troubleshooting¿, which explains all alarms, including the driveline power fault alarm, and the actions associated to resolve the alarms. A section on "handling emergencies" is also included. The manufacturer is closing the file on this event.